Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28 mm taxus liberte drug eluting stent would not cross the lesion. The 100% stenosed lesion being treated was located in the severely tortuous, severely calcified mid right coronary artery (rca). The lesion was predilated with a 2.0mm unknown manufacturers balloon. The procedure was not completed as another device was not available. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit found severe damage to the proximal edge of the stent. Three struts on the first row were bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause, due to anatomical/procedural factors encountered during the procedure, device performance was limited.bsc ID # a000100639/tw # 670627